Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv pacing lead impedance (pli) has risen significantly since the last follow-up. Increase capture threshold and drop in r waves were observed. Events of noise reversion were also noted, but no egms to view the episodes were provided. The patient is asymptomatic. The lead was explanted.